Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device spun in a vacuum was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the compact air drive device would not run due to motor damage. It was further determined that the device failed pretest for check function of device and check power with power test bench. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. Correction: d4: serial number: the serial number was recorded as (B)(6) in the initial report. The serial number has been updated to (B)(6). The UDI has been updated accordingly. Correction h4: device manufacture date: the device manufacture date was recorded as 12/18/2018 in the initial report. The device manufacture date has been updated to 8/24/2016 UDI: (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The¿actual¿device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.¿ UDI: (B)(4).

Event description:
It was reported from (B)(6) that the engine turbine of the compact air drive device spun in a vacuum and locked up. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.